Event description:
It was reported that the bd plastipak¿ luer-lok¿ tip syringe experienced foreign matter, contaminated. The following information was provided by the initial reporter: matter identified in the syringe before put into use.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 31-may-2023. H6: investigation summary: one sample and one photo were provided to our quality team for investigation. Through visual inspection, it was observed that several embedded dark brown spots of varying sizes were present on various areas of the syringe barrel. Potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. This type of defect is cosmetic and does not pose risk to the customer. A device history record review showed no rejected inspections or quality issues during the production of the provided batch numbers that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ tip syringe experienced foreign matter, contaminated. The following information was provided by the initial reporter: matter identified in the syringe before put into use.

Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown.